Manufacturer narrative:
The reported event that the pin holding the button fell out was confirmed through the device inspection. It was observed that a screw was broken, causing the button to become loose. Any physical impact to the navigated instrument can cause mechanical damage or operational failure.

Event description:
It was reported that a pin fell out of the device during setup for a surgical procedure to be conducted at the user facility. No patient involvement, delays, medical intervention or adverse consequences were reported with this event.

Event description:
It was reported that a pin fell out of the device during setup for a surgical procedure to be conducted at the user facility. No patient involvement, delays, medical intervention or adverse consequences were reported with this event.